Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: ppae (arterial occlusion): the cause of the injury was not determined due to insufficient clinical details. Ppae (thrombosis/ ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1979695. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 61-year-old patient with acs-related cardiogenic shock received impella and ECMO and was stabilized under catecholamine therapy. The complaint concerns peripheral ischemia, which became apparent during escalation to impella 5.5 after removal of impella cp, with absent leg perfusion. Perfusion was restored using local fogarty catheter treatment. The thrombosis can be associated with impella therapy; however, concurrent ECMO (due to reduced peripheral blood flow) likely increased thrombus risk through stasis. The exact cause cannot be fully determined. The patient was critically ill but stabilized through the use of two mcs systems. Additionally, care was withdrawn and patient expired. Death will be conservatively reported on the impella cp.